Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the photo of the device for evaluation. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275 cc and suffered from rupture on the right breast implant and bilateral ptosis. As a result, the patient had undergone removal and replacement with mentor gel breast implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device (B)(4), number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).